Manufacturer narrative:
Product retention was tested by immucor on (B)(4) 2014 and shown to perform as expected. Immucor technical support used remote electronic access to assess sample testing well images on the instruments in question. For the antibody screen yielding unexpected negative, the well images appear negative.

Event description:
On (B)(6) 2014, a customer reported obtaining unexpected negative antibody screen with capture-r ready-screen (3) when used on the galileo echo. The full blood sample identification number is (B)(6).